Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a nurse responded to a channel error alarm during an unspecified infusion. Upon opening the door to the pump the nurse noted a bulge in the silicone segment just below the upper fitment. The tubing was changed and the infusion continued without incident. There was no patient harm.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).the customer¿s report of bulging was confirmed.visual and tactile inspection of the set noted that the silicone segment was slightly compromised near the upper fitment. Functional testing was performed and a slight bulge was noted during priming and a gravity infusion. No alarms were noted during a 1 hour pump infusion.pressure testing was performed and the silicone segment further expanded and bulged at a pressure of 14 psi.the root cause for this event could not be determined.